Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal clevis at the base of the clevis. The broken piece was not returned. The clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis did not show damage. Additional observation related to customer reported complaint identified the instrument had a grip cable dislodged at the proximal end. This was caused by broken distal clevis. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the permanent cautery hook instrument was found to have a wire exposed at the tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment fell off during central processing with no patient involvement. There was no report of fragment(s) falling inside the patient.